Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthesia providers were unable to remove exparel from the refrigerator, while nurses were able to remove it successfully. A technical support specialist (tss) identified that anesthesia providers were unable to remove the specified medication while nurses could access it and verified that the issue was related to user permissions. The tss reviewed user roles and confirmed that the affected user account did not have removal permissions while another account had the correct permissions. The tss advised coordination with the system administrator to update the required permissions, performed follow up attempts for status updates, and later confirmed with the customer that the issue was resolved, proceeding with case closure upon customer request. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, anesthesia providers were unable to remove exparel from the refrigerator, while nurses were able to remove it without issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.